Manufacturer narrative:
(B)(4).

Event description:
Procedure type: unknown. According to the reporter: the surgeon states he has experienced leaks and incomplete staple lines without supplying specific cases involved or a specific stapler size. Additional information has been requested and the customer states that further information will not be provided.